Event description:
It was reported that the pump's quick bolus wake button was difficult to press and required multiple attempts to turn on the pump screen. The customer's blood glucose was not affected. Technical support instructed the caller on properly pressing the button, and despite these efforts, the difficulty persisted. As a resolution, technical support decided to replace the pump, and the customer will use multiple daily injections as a backup therapy to ensure insulin delivery continues uninterrupted.